Event description:
It was reported that the fiber cap detached at (B)(4) joules while being used for prostate vaporization. The physician examined the pt and verified that the fiber cap was not retained inside the pt. The fiber cap will not be returned with the fiber as the location of the fiber cap is unk. There was no pt or end user injury as a result of this event.